Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that, on 2025-09-19, the patient had just landed in alaska and had an appointment on (B)(6) 2025 to have the pump refilled, but knew that it was supposed to be refilled by (B)(6) 2025. When the patient got off the airplane, the pump started beeping, "but not the normal beep - it was like a fire engine going off every few minute, which has never done that before". The patient did not have a personal therapy manager (ptm) or a printout. The patient confirmed that the alarm was a dual tone alarm sounding every 10-15 minutes. The patient confirmed that the event date was 2025-09-18 in the afternoon. The patient called the managing physician, who told them that they could not do anything and to call the manufacturer. Patient services provided verbal physician listing options for anchorage, alaska, as requested by the patient. Patient services reviewed considerations and the patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information received on 2025-09-26 indicated that the patient was in the office with a critical alarm and a message showing "pump defaulted to minimum rate". The patient started hearing the alarm while on the airplane on 2025-09-18. The hcp verified that the pump logs were showing the critical alarm started on 202 5-09-18, but no other information was listed in the logs . The patient did verify that they had been through airport security. The hcp was able to reprogram the infusion rate and refill the pump. The hcp silenced the alarm. Additional information received on 2025-10-30 indicated that the rep was not present for the interrogation of the pump. The physician did the interrogation and troubleshooting while on the phone with technical services. The rep did not know if the cause of the pump alarming was found. Technical services spoke with the physician and walked them through steps to troubleshoot while the patient was in his office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.